Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report. Not provided. The reported abutment screw is expected to return for evaluation, but has not yet been received. Once the investigation has been completed, a follow up medwatch report will be submitted.

Event description:
It was reported that the abutment screw fractured within the abutment at tooth location #29. The screw was retrieved from the abutment. The abutment and abutment screw are delivered as a bundle. The abutment is not available for return. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the abutment screw fractured within the abutment at tooth location #29. The screw was retrieved from the abutment. The abutment and abutment screw are delivered as a bundle. The abutment is not available for return. There was no report of patient injury. D4: expiration date: 01 jan 2019 and g5: 22 jul 2019. The reported device was not received for evaluation. The reported condition of an abutment screw that fractured within the abutment at tooth location #29 could not be confirmed. A device history record (DHR) review was performed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar event and 1 other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment screw fractured within the abutment at tooth location #29. The screw was retrieved from the abutment. The abutment and abutment screw are delivered as a bundle. The abutment is not available for return. There was no report of patient injury.